Event description:
A surgeon reported that during intraocular lens (iol) implant surgery he made a huge capsulorhexis due to a white cataract removal with no complications. He stated over the years since the surgery a loss of iris pigment with transillumination defects and posterior capsule opacification has been noted. In a follow-up exam he reported the patient complained of "fuzzy" vision. He reported he was unsure if the iol was still in the capsular bag or if it is in the sulcus. In a follow-up, the surgeon reported the lens had dislocated into the sulcus. He stated the iol was exchanged.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been one similar complaint reported in the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).